Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa ipg, (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and was 'not working'. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.